Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735821. A medtronic representative went to the site to test the equipment. Testing revealed that there was intermittent visibility from the camera despite troubleshooting. The hardware failure was attributed to optical communication and hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. A hardware analysis was completed on the returned power supply unit (psu). The psu powered up on the test bench without the amber fault light on. A check of the event showed several entries for intermittent firmware incompatibility dating back to (B)(6) 2021. Otherwise, the psu passed an accuracy test at .19 mm with a passing threshold of .25 mm. It was noted that the psu was returned twice before for unrelated failures that had been repaired. (B)(4) apply to the returned concomitant product. (B)(4) applies to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site has had continued issues with intermittent tracking, where the instruments would go in and out of tracking with no change in the line of sight. It was noted the instruments were not damaged. It was also noted that the manufacturer representative checked the ir light and there was an issue with the left lens. The rep swapped to a different camera cart using the same set-up and the tracking issues resolved. There was no patient involvement.

Manufacturer narrative:
D8, h3: vendor analysis found that customer fault description could not be confirmed. The returned unit has been characterized as extended pyramid volume. Unit has also passed outgoing product testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.